Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test or verify button keypad anomaly due to blank display. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Device had flattened (creased) all buttons dome switch. No unlocked lcd keypad connector during visual inspection

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump¿s act button was not working. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer stated that they went through many batteries. It was reported that the insulin pump might have been exposed to moisture. The customer stated that they were having high blood glucose around the time and that it was because of the medication their doctor had given and not because of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.